Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hypoglycemia and the hyperglycemia. The customer blood glucose level was 50 mg/dl. The customer¿s blood glucose at the time of the incident was unknown and the current was 275 mg/dl. The customer¿s other blood glucose level was 300 mg/dl. The customer alleges the pump was under delivery. The customer had using the insulin pump system within 48 hours of the reported low and the high blood glucose. The customer was treated with the glucose and the insulin pump. The device will not be returned for analysis.